Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that ever since implant the ins had been very close to the surface of the skin. It caused issues with sitting for long periods of time because the area would start to hurt. Their hcp told them that they thought device shifted "a while back" because they had an indentation on their buttocks where the ins was. No further device issue alleged / identified. No further patient symptoms or complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the circumstances that led to the ins being placed near the skin by the physician was unintentional. There is no steps to resolve the issue at the moment. The patient has a follow up appointment with the physician to discuss further steps. No further patient complications are anticipated or expected as a result of this event.